Manufacturer narrative:
Hvad pump was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation indicated that the hvad (B)(4) pump met all internal manufacturing requirements. The reported connector issue was confirmed by heartware clinical engineers who performed a cleaning and servicing of the driveline connector locking sleeve and completed a service report form. A internal CAPA has been open to address the issue no additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a patient who experienced the driveline connector mechanism in unlock position and easily disconnected twenty-one days post heartware lvad implantation. Servicing performed indicated that the "connector mechanism would not move and appeared stuck in unlocked position.¿ servicing engineer attempted to move the connector sleeve but the sleeve would not move. A cleaning solution was applied to the connector for lubrication. The connector mechanism was moved back and forth until lock position was achieved. In addition, a 10mm wrench was used to assist in getting the locking mechanism back in place. No pump off time was required.